Event description:
It was reported the patient had tia¿s (transient ischemic attacks) in the past. No further information was provided regarding the patient¿s past tia¿s. The device system was currently used to deliver baclofen. It was noted the patient had the device to treat severe spasticity following a spinal cord injury. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. The patient had an appointment with their hcp on 2013-(B)(6) as well as on 2013-(B)(6).

Manufacturer narrative:
(B)(4).